Event description:
The customer reported that while using the kit bd max¿ enteric bacterial panel a false negative result was received by laboratory personnel. The sample was sent to a reference laboratory for confirmatory testing. The erroneous results were reported out and the patient was treated based on the erroneous. The impact on the patient is unknown.

Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for false negative results with the kit bd max enteric bacterial panel (ref (B)(6)) lot 0164106 was performed by the review of the manufacturing records, review of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the qc results were compliant. The customer observed the curves in the pdf report and noticed amplification in the cy5 channel (stx target), as well as in the rox channel (shigella target). The customer was thus worried about a potential false shigella negative result. Run 4033, performed on (B)(6) on instrument cm0123 was received for analysis. Overall, curves analysis showed no anomaly. For the sample in position b4, for which the customer was complaining, a positive result was obtained for the stx target, detected in the cy5 channel, whereas a negative result was obtained for the other targets. Curves were analyzed and showed that the CT values were similar for the stx and shigella target but the end point (ep) value obtained for the stx target was very high whereas the ep value obtained for the shigella target was very low, explaining the negative result for the shigella target. Moreover, customer confirmed that the reference method identified only e.coli o157 (containing the stx gene) in this sample, confirming the bd max¿ ebp result. The low curve obtained in the rox channel could be explained by channel crosstalk but it did not generate incorrect results. The crosstalk can be the result of improper bd max¿ instrument reader calibration/normalization. Nonetheless, the shigella negative result provided by the instrument was a true negative result. The bd max¿ ebp algorithm and product performed as expected. The product is not suspected to be the cause of the customer¿s issue. There is no complaint trend for false negative result for the bd max enteric bacterial panel lot 0164106. The root cause was not identified as no issue was found. Bd cannot confirm the complaint based on the investigation that was performed. Bd suggest to have the bd max instrument verified for proper calibration and normalization as a precaution. No corrective and preventive action (CAPA) was initiated at this time since there is no indication that the reagent is defective.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using the kit bd max enteric bacterial panel a false negative result was received by laboratory personnel. The sample was sent to a reference laboratory for confirmatory testing. The erroneous results were reported out and the patient was treated based on the erroneous. The impact on the patient is unknown.